Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the anchor was dislodged, which is consistent with the findings when the device was observed under magnification. Additionally, working length was torn from the distal pierce hole. Per the media inspection on the provided photo, it showed the device in a plastic bag, and it was not possible to observe any problem. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the distal pierce hole was torn (working length torn) and this condition limited the overall performance of the device, which could have been caused by submitting the catheter to tension forces during the handle actuation, also bowing the device without being completely out of the scope, consequently, tearing it and displacing the cutting wire anchor from its position. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was being prepared for use in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation outside the patient, the cutting wire of the autotome rx 44 broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was being prepared for use in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation outside the patient, the cutting wire of the autotome rx 44 broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.